Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No possible over delivery anomaly noted. Insulin pump received with cracked case at the display window corners and cracked lcd window. Pump passed the delivery accuracy test at 0.0877 inches.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported that their insulin pump was over delivering. The customer¿s blood glucose level was 70 mg/dl at the time of the incident, and 63 mg/dl at the time of the call. The customer used food to treat the low. The customer stated they went low even after having 211 carbs. Troubleshooting was completed but did not resolve the issue. The customer was using expired insulin. The customer also reported pump physical damage. The insulin pump will be returned for analysis.